Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex monorail catheter was received inside the product shelf carton. A visual and microscopic examination identified the guide wire lumen was stretched approximately 7mm in length, located approximately 5.2cm from the distal tip of the catheter. The inflation lumen and guide wire lumen was kinked 3.2cm from the distal tip. A 0.014 inch guide wire was backloaded through the tip of the device and resistance was encountered where the guide wire lumen is stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on additional information received (B)(4)-2011. It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulty occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous proximal left anterior descending (lad) artery. For pre dilation the physician advanced the 3.25mm x 12mm nc quantum apex balloon catheter. The balloon was inflated five times to 20atms each. A non-bsc stent was implanted. For post dilation, the quantum apex balloon was inflated to 24atms on the first inflation and 20atms on the second inflation. The balloon was fully deflated and upon withdrawal, severe resistance was encountered. The device became stuck on a non-bsc guide wire. The guide wire and the balloon catheter were removed as a unit from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good.